Event description:
It was reported that the insulation on the nim needle peeled back and the tip of the needle broke. There were no pt complications reported.

Manufacturer narrative:
Device was returned to the MFR for eval. A visual examination showed that blue coating peeled back. Metal missing from tip is inconsistent with normal use. The root cause is inconclusive. Unable to determine the cause of the event.